Manufacturer narrative:
H11: the actual device was received for evaluation. A visual inspection noted a piece of burned resin embedded at the wall of the tubing. The burned resin can be generated in the extruder cannon and accumulates on the pin and bushing combinations at the process of extrusion. The reported condition was verified. The cause of the condition is related to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had a spot that appeared to contain foreign material. This was observed during the preparation of an intravenous (IV) admixture. It was difficult to determine if the foreign material was embedded in the tubing or present inside the fluid path. There was no patient involvement. No additional information is available.